Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The physician was attempting to treat a tortuous circumflex (cx). The physician predilated the lesion with a maverick balloon of unknown size. The physician removed the balloon and attempted to advance the 2.75x28mm taxus express2 drug eluting stent, but was unable to cross the lesion. The physician attempted the "tapping method" and the shaft kinked. The device was removed with no complications. On the table outside of the body, the physician attempted to straighten the device and it snapped. The case was successfully completed with two 2.75x16mm taxus express2 drug eluting stents. No patient complications were reported.